Event description:
The hcp reported that the pump pocket became infected; cultures revealed gram positive cocci. Symptoms included edema, seroma, and/or hematoma. The system was explanted in 2006, one week after implantation. The hcp reported that there was no injury and that the patient was doing well after the replacement surgery. The pump was used to deliver lioresal.